Event description:
The distributor's representative reported a failure to power up with ac or dc power.

Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.